Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to a leak in the system. It was noted the outer silicone layer of both cylinders had ruptured resulting in tissue ingrowth/adhesion along the length of the device causing difficulty removing the device and adding approximately one hour to the procedure time. Upon removal of the existing device, a new ipp was implanted with a good result. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to a leak in the system. It was noted the outer silicone layer of both cylinders had ruptured resulting in tissue ingrowth/adhesion along the length of the device causing difficulty removing the device and adding approximately one hour to the procedure time. Upon removal of the existing device, a new ipp was implanted with a good result. No patient complications were reported.